Event description:
It was reported by a user facility that a patient sustained an adverse outcome to treatment with a lumenis ultrapulse laser in 2009. It was further reported the event was the subject of litigation.

Manufacturer narrative:
A review of complaint data and MDR records for the user facility found that no adverse events were reported to lumenis by the subject user facility in 2009. Reasonable attempts by phone (4x) and email (3x) were made to obtain further information from the user facility for the reported event including patient information, treatment settings, and photos, however none was received; therefore, lumenis is unable to determine a root cause. Should sufficient information be provided with which to determine a cause for the event reported, a follow-up MDR will be filed.